Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided liver biopsy procedure through normal density tissue, the device allegedly failed to obtain tissue. It was further reported that the patient had heart damage and multiple punctures. No coaxial was used and the procedure was completed with another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout the outer housing and cannula and was received with both slides in their initial positions. No anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the both reported failure to obtain sample and failure to fire as the device was able to prime, fire and obtain sample without any issues. A definitive root cause for the alleged failure to fire and failure to obtain sample issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided liver biopsy procedure through normal density tissue, the device was allegedly unable to be activated. It was further reported that the needle allegedly failed to obtain tissue. Furthermore, the patient allegedly had heart damage and multiple punctures. Reportedly, a hemostatic sponge was used to stop the bleeding. No coaxial was used and the procedure was completed using another device. The patient is reported to be stable now.